Event description:
It was reported that during the implant procedure, the device triggered short circuit protection during defibrillation testing and less than programmed high voltage energy was delivered. The physician was certain that it was due to the rv lead. The device and lead were both replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).